Manufacturer narrative:
The customer contacted the siemens customer care center and reported that a discordant sodium result was obtained on a patient sample on the dimension vista 500 instrument. Quality controls were within acceptable ranges before the sample was processed. The customer reported that they performed monthly cleaning on the integrated multisensor technology (imt) module, performed an advance clean on the imt, and replaced the imt sensor. A siemens customer service engineer (cse) was dispatched to the customer's site twice. After inspecting the instrument, the cse replaced the aliquot probe, imt probe, imt drain assembly, and replaced the imt rotary valve. The cse also performed imt alignments and a power flush. Then, the cse ran quick check, dilcheck diagnostics, precision study using patient samples, and quality controls, which all recovered acceptably. Siemens further investigated the issue. Siemens determined that there were indicators of fluid flow issues and imt pump obstructions, which were resolved with troubleshooting maintenance by the customer and cse. Sample integrity and pre-analytical variables potentially contributed to the discordant, falsely elevated sodium (na) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium (na) result.